Manufacturer narrative:
A field service engineer was dispatched on 09/24/2015 the field service engineer ( fse) phoned the customer and had the customer hold on to peek tubing and twist the ferrule until it releases from peek tubing to correct issue. Instrument is fine, no further action required by field service. The g8 analyzer is functioning as intended. The most probable cause of the reported event was the pre filter ferrule was on too tight. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a pre-filter issue, and cannot change the filter it is completely stuck with the g8 analyzer. The technical support specialists attempted to instruct the customer via phone, without success. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.